Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation.

Manufacturer narrative:
Date of event: (B)(6) 2019. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation.